Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed with an unexpected restart followed by the display going blank. The customer has tried different kinds of batteries but the pump issues persisted. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the unexpected restart alarm. Upon inspection of the pump's alarm history there were 6 signal too low alarms, 5 unexpected restarts, and 3 displayable history failures. The customer confirmed that the pump was not stored or out-of-use for an extended period of time, and that the unexpected restarts did not occur shortly after battery changes. The unexpected restart alarms occurred during normal pump use. The customer was advised to discontinue use of the pump and revert to a medically prescribed back-up plan. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump was monitored for 24 hours, no blank display noted. All operating currents are within specification. The insulin pump passed self-test. No unexpected low battery or of no power alarms noted. No isolation tape damage noted on lcd board. The insulin pump passed displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test. Several alarms were found at the alarm history file. The insulin pump alarmed due to a corrupted history file. All operating currents are within specification. The insulin pump passed self-test. No unexpected low battery or of no power alarms noted. The insulin pump passed the error test. No alarms noted. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked battery tube threads, cracked reservoir tube and missing end cap sticker.